Event description:
Additional information received reported that the physician replaced the lead an implantable neurostimulator due to an open circuit and lead migration. It was noted that the patient requested the physician re-use the good lead. It was noted that the patient was unsure why there was an open circuit and denied any falls or trauma.

Event description:
It was reported that the patient had no stimulation sensation. It was noted the patient had a loss of therapeutic effect. It was noted that two years ago, when the device was implanted, it worked great. It was noted that the setting was around 70 or 90. It was noted that the patient stated that the setting was now around 700 or 900 volts and the patient was not getting a stimulation sensation. It was noted that the patient had pain from the waist down. It was noted that the patient could feel the stimulation when the patient moved a certain way a certain time. It was noted that the patient stated the patient got zapped and it kicked in. It was noted that it would kick off again as if there was a short. It was noted that this had been going on for the last six months and had gradually gotten worse.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient had a revision done on (B)(6) 2013. The patient then stated that was when they thought they had it done. The patient stated that they were having their teeth cleaned and needed to know if they needed antibiotics. The manufacturer representative inquired what the revision was for and the patient stated ¿to fix the stimulator in me that was broken.¿ the manufacturer representative asked if it was the leads, the implantable neurostimulator (ins) or both that was revised and the patient responded, ¿is this relevant to me getting antibiotics for a dental procedure?¿ the patient further noted that ¿this should not be new to you. You sent me a new ID card with the sn of the revised implant. Why is this news to you?¿ the patient stated thank you and ¿you completely wasted my time¿ and hung up.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160,# serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).